Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on all tubes of the pump. Testing revealed these were not sites of leakage. Microscopic examination revealed the detachment end of the serialized exhaust tube and exhaust tube of cylinder 1 to have rough and irregular surfaces, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 1. A group of partial separations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with any of the returned components. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized exhaust tubing. He rough and irregular ends noted on this tube confirms the location. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction: tubing break.